Manufacturer narrative:
(B)(4). A follow up submission will be done post carefusion a subsidiary of bd investigation or additional information becomes available. (B)(4).

Event description:
Needle broke at handle during insertion. It was introduced into the patient and upon advancement into the lesion the dr noticed an intermediate pneumotherox. A 10french drainage catheter was inserted. While treating the pneumothorax the dr noted that the coaxial needle had snapped at the hub. Patient admitted and treated for pneumothorax. (B)(6) 2017- additional information: patient is fine now and issue (pneumothorax) resolved. On remaining needle removed intact, no foreign body left in patient.

Manufacturer narrative:
(B)(4) one (1) sample from lot #0000874166 was received for evaluation, only the introducer needle was received. During visual analysis failure mode was confirmed since the device was broken into two parts. See pictures attached. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000874166 was manufactured on 20-jan-2016. Based on the sample analysis, failure mode was verified. However a probable root cause cannot be determined for this investigation, since no issues were found during the manufacturing, packaging and inspection processes that can be related to personnel, material or method. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.